Manufacturer narrative:
Block h6: patient code e2330 is being used to capture the reportable event pain.

Event description:
It was reported that after a spaceoar vue and fiducial markers placement, on november 3rd, 2022, the patient experienced urinary tract pain. On (B)(6) 2024 the patient experienced diarrhea unrelated to the device or placement procedure. It was indicated that the urinary tract pain was a result of the spaceoar procedure. The urinary tract pain was successfully treated with tamsulosin.